Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was hospitalized for five days for the peritonitis. Treatment was not reported. At the time of this report, the peritonitis was resolving, the patient was recovering and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, (around (B)(6)) the patient was admitted to the hospital for the peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.